Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system displayed black screen. A field service engineer (fse) performed a power cycle, after which the station powered back on and operated normally; however, the root cause could not be definitively determined. Voltage on the power module was checked and confirmed to be within specification at 36 vdc, and the station was moved to a different wall outlet. All pyxis bus cables in both the main and auxiliary units were inspected and found to be secure, and the all-in-one (aio) unit was reseated in the docking unit. The fse checked power settings in control panel and device manager, all disabled. Remote support service (rss) confirmed the station was back online, and the system was monitored for 30 minutes with no further issues observed, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was intermittently blacked out during use. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.